Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The unit has wire broken and kinked. The visual inspection was performed and the device stuck inside the catheter and fractured in two sections, both sections are severely damaged (kinked and bent). Moreover, the spring tip is damaged (coilwire unraveled and corewire broken). Resistance was felt removing the wire from the catheter due to the kinks encountered on the wire. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-02310. Reportable based on device analysis of the related burr complaint completed on 23mar2015. It was reported that the burr stalled and would not rotate. The target lesion was located in a moderately tortuous and severely calcified coronary artery. After a 1.5mm rotalink burr was used, the 1.25mm rotalink¿ plus a rotawire were selected and advanced. During ablation, the stall light was illuminated. Everything was checked; however, the stall light remained on. The procedure was completed with this device. No patient complications were reported and the patient status was good. However, device analysis revealed that the related rotalink could not be removed from the guide wire. .

Event description:
Same case as: 2134265-2015-02310. Reportable based on device analysis of the related burr complaint completed on 23mar2015. It was reported that the burr stalled and would not rotate. The target lesion was located in a moderately tortuous and severely calcified coronary artery. After a 1.5mm rotalink burr was used, the 1.25mm rotalink¿ plus a rotawire were selected and advanced. During ablation, the stall light was illuminated. Everything was checked; however, the stall light remained on. The procedure was completed with this device. No patient complications were reported and the patient status was good. However, device analysis revealed that the related rotalink could not be removed from the guide wire. .

Manufacturer narrative:
Age at time of event: 18 years or older.